Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). As a result of the evaluation, the following was confirmed. -the adhesive around the objective lens was cracked. -the instrument channel port was scraped. -the up/down and right/left angulation control knobs were dirty. The device has been repaired within the last year. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, there is a possibility that the air/water nozzle was clogged with bodily fluids and the chemicals used due to improper reprocessing performed prior to the procedure. -from the inspection results of the device, it was confirmed that the air/water nozzle was clogged with brown foreign material, dirt around the air/water nozzle, stickiness of the boot, dirt on the grip unit, dirt on the angulation control knob, dirt on the suction cylinder, and corrosion of the electrical contacts of the video connector. -in the past similar cases, it was surmised that the air/water nozzle was clogged with adherences of body fluids and drugs used due to improper reprocessing performed after the procedure. -the following is stated in the instruction manual. -perform precleaning immediately after using the endoscope for the procedure. There is a possibility that a piece of biological tissue derived from the patient will stick and cannot be completely removed by reprocessing. -at the time of precleaning, water is sent to the air/water channel to remove the clogging. -clean the outer surface of the endoscope with a soft brush / gauze / sponge, being careful not to leave any debris in the nozzle opening. -detergent delivery / rinse method to the air/water channel -cleaning method when it is very dirty or cannot be cleaned immediately after each case the instruction manual states that the air/water nozzle at the distal end of the endoscope¿s insertion section should be inspected for irregularities, the air-feeding function should be inspected, and the objective lens cleaning function should be inspected. The user can properly detect the reported event by following the instructions in the instruction manual. In addition, the instruction manual states that the endoscope should be cleaned immediately after each patient procedure. And it states air/water channel and air/water nozzle cleaning methods. Therefore, the user may be able to reduce / prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that foreign material remained in the air/water nozzle due to insufficient reprocessing. Therefore, the endoscope that was improperly or insufficiently reprocessed may have been used in the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The amount of suction was insufficient. There was dirt on the suction cylinder that was difficult to remove. Due to the clogging of the air/ water nozzle, the drainage on the objective lens was poor. Due to the clogging of the air/ water nozzle, the amount of air and water supplied was insufficient. Due to the stretch of the angle wire, the angulation was insufficient. There was play in the angulation control knob due to the stretch of the angle wire. Due to the stretch of the angle wire, the position of the angulation control knob was abnormal. There was a gap in the adhesive of the bending section rubber. The insertion section and control section were dirty due to insufficient cleaning. The insertion section, universal cord, adhesive of the distal end, resin parts of the distal end, endoscope connector, remote switch, boot, and control section were damaged. The objective lens was chipped and cracked. The metal contacts on the endoscope connector were corroded. There was a leakage from the instrument channel due to channel breakage. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.